Manufacturer narrative:
Correction: g3, h6.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic for a follow up. Upon interrogation, it was observed the patient's implantable cardioverter monitor was oversensing post-paced t-waves. The patient did not receive therapy during the oversensing. Programming changes were discussed, but no intervention was performed. The patient was asymptomatic.